Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a vaginal sling procedure. The patient age was reported to be between (B)(6) years.according to the complainant, during the procedure, the sling did not deploy properly. The procedure was completed with another solyx sis system and there were no patient complications.